Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient suffered from high blood glucose values in the past month. On (B)(6) 2017 the patient decided to go to the hospital as he wanted to get treatment for the blood glucose levels. The patient experienced weakness. The patient was treated with fluids and insulin i.v. The insulin pump which showed some errors in the past week- e4-occlusion. Device not returned.